Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) atrial sensitivity was out-of-specification. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator's (epg) atrial sensitivity was out-of-specification. The epg passed all incoming functional testing. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.